Event description:
Additional information as received from the health care professional (hcp) reporting that the patient met with the manufacturer rep resentative on (B)(6) 2016 for evaluation. It was reported that there was no mention of changing the batteries for the device. The hcp did not have the status, report, or interrogation print outs from the appointment. There was no more information provided about the event.

Manufacturer narrative:
Upon review of the file, a correction to the notify date is needed. The date was reported as (B)(6) 2016 and should be corrected to (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on 2016-03-01 that they were unable to charge, it was taking too long, and they were having difficulty maintaining the antenna over the implantable neurostimulator (ins). The patient could not connect with their ins recharger (insr) and had difficulty charging. A reposition antenna screen was displayed on the insr, and repositioning the antenna did not resolve the issue. An antenna locate (al) feature was attempted, resulting in an initial reading of 58, but they were able to obtain 88. A reposition antenna screen was again displayed when a charging session was attempted. The patient was able to feel all four corners of the ins when they palpated the area. There was also stimulation in an undesired location reported, and would occur intermittently. When the patient would sit down, stimulation would shift to the front of their knees. These issues were noted to have occurred since the beginning of (B)(6) 2015. Starting at the end of (B)(6) 2016, the patient did not feel a stimulation sensation. A fall was potentially related. The patient had been kneeling and leaning over to get something and they fell. They had seen their health care provider (hcp) for injections. Using fluoroscopy, the hcp determined that the patient's system looked intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.